Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient had to receive treatment for hyperglycemia. The patient changed the infusion set, but the elevated blood glucose levels continued. The patient switched to insulin injection therapy using apidra and his blood glucose levels became stable. When he returned to humalog insulin his blood glucose became elevated again and then became stable when switching back to apidra. No allegation was made against the performance of the infusion device, however, the patient's doctor recommended that the patient discontinue using the infusion device and stay on insulin injection therapy. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.